Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg for between 49 and 71 hours. The site was red, swollen and bruised. The patient visited his general practitioner (gp) and was prescribed fucidin 20 mg/g cream and doxycycline 100 mg tablets for treatment. The patient had a follow up visit with the gp and was advised to use podpals.